Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment, and no failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the gantry was extended, there was a noise and now they are unable to fully retract the gantry. It was noted that the probable cause was a misaligned x-stage cover. There was no patient involved.